Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2009. It was reported that the pt lost stimulation due to seven invalid contacts. The physician decided to replace the lead with a paddle lead. Upon programming the paddle lead the pt indicated feeling numbness in the legs (refer to report #1627487-2011-03322). The facility kept the devices and they will not be returned to sjm.